Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte a foreign matter it was reported that when using this product, a foreign object was found at the tip.

Manufacturer narrative:
1. Returned the defect pictures ,observed the returned pictures, there's a transparent filamentous substance at the needle tip; 2. Review batch record information 1-complaint lot# 4049043 was produced on insyte-a assembly line, produced in march 2024, packaging at m860 packing machine in march 2024, lot quantity is (B)(4) k. 2-review the in-process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. 3-review the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities. 3.check the retained sample of complaint lot , no abnormality was observed on the retained sample. 4.root cause : 1) the sample returned to vh, ftir not possible, the material of the foreign object cannot be confirmed; 2) review the production line, the catheter tipping station may occur similar fm. Due to there is 100% appearance inspection after catheter tipping, this type fm can be identified and rejected, check this process, no abnormality was observed, it¿s the first receive this type complaint in (B)(4),the occurrence probability of this defect is low. 5.action: 1) for this defect, the plant observed the full inspection after catheter tipping station, check (B)(4) pcs at the inspection and found no such defects, the occurrence probability of this defect is low. 2) the plant inform this defect to production line, and emphasize again, if observe the similar fm need to reject, and ask teaching to maintenance.

Event description:
No additional information provided.